Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that patient (pt) was having issues connecting to the implantable neurostimulator (ins) with pt's external equipment after a procedure. They were seeing "no device response". The caller indicated they were going to wait to retry communication because pt was still under some sedation and unable to confirm where their ins was located. Tss reviewed potential ins location given our records and that ins typically in upper buttock area. No symptoms were reported.